Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged. The customer will use an alternate form of insulin therapy. Customer's blood glucose was 325 mg/dl.